Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 508mg/dl, with trace ketones, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed there was an issue with the quality of the insulin being used, the infusion set was being inserted into irritated skin, and the dosage recommended by the bolus calculator feature was overridden. The basal delivery totals in total daily dose matched the active basal program total or were as expected. The basal history matched the active basal program settings. The bolus totals matched and all boluses were recorded as programmed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.